Event description:
Right side head siderail would not latch up. No injury reported.

Manufacturer narrative:
Technician right side head siderail would not latch. Lubricated the siderail latch to resolve this issue.